Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. The instrument will not be returned for evaluation.

Event description:
It was reported that during the placement of an 8mm optical trocar for a da vinci-assisted benign hysterectomy and uterosacral suspension procedure, the patient's bowel and mesenteric vessels were punctured upon entry, necessitating a bowel resection. According to the surgeon, the trocar pierced an intra-abdominal adhesion, the bowel, and mesenteric vessels. No tissue sticking occurred, and there were no system error messages or device malfunctions associated with the event. Due to bleeding, the procedure was converted to open surgery, followed by a bowel resection and blood transfusion. The patient was subsequently transferred to the intensive care unit. The planned da vinci procedure was not performed. The patient is now stable and recovering well.